Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and customer also noticed a significant discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The blood glucose value at the time of event was 44 mg/dl. The customer was treated hypoglycemia with glucose/carbohydrate intake. The event involved product(s) mmt-7040b, mmt-342g, mmt-442ag, and mmt-1884l. Troubleshooting was performed for difference between glucose values. The sensor glucose was 107 mg/dl, and the blood glucose value was 44 mg/dl. The difference between glucose values were was outside the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. Troubleshooting was performed for the low blood glucose event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. No product return is required for mmt-7040b, mmt-342g, mmt-442ag, and mmt-1884l.